Event description:
A report was received that the patient had a pocket revision as the patient was experiancing pain. The patient pocket was opened due to patient's other medical conditions. During the procedure the physician explanted the ipg. The patient is reportedly doing well.

Manufacturer narrative:
There were no reported complaints about the functionality of the scs system. The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The ipg exhibits normal device characteristics. The root cause of the reported pocket pain is unknown.

Event description:
A report was received that the patient had a pocket revision as the patient was experiancing pain. The patient pocket was opened due to patient's other medical conditions. During the procedure the physician explanted the ipg. The patient is reportedly doing well.